Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported the lens was exchanged and the patient was doing well. The surgeon also reported that the preoperative calculations might have been off due to the patient having irregular astigmatism. He does not feel the iol caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the both product history record reviews indicated the products met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on 10/10/2012. (B)(4).